Event description:
It was reported that one of the pedicle markers broke during a spinal fusion procedure.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported event of a xia 3 titanium pedicle marker tip breakage was confirmed via a visual evaluation of the returned part. The returned marker was received broken into 3 separate pieces. A material analysis was performed on the returned marker consisting of and sem and material analysis. It was confirmed that the breakage it experienced was due to an overload. Furthermore, no manufacturing or material defects were identified during this analysis. Conclusion: the most likely cause of the event, as determined by the material analysis, is a an overload during insertion of the pedicle marker.

Event description:
It was reported that one of the pedicle markers broke during a spinal fusion procedure.